Event description:
It was reported that the syntel otw balloon ruptured during a pre-use check prior to patient use. The product was immediately discarded at the hospital, preventing verification of the lot and serial numbers. The device could not be retrieved for investigation, and no photographs were available. No patient involvement or injury was reported.

Manufacturer narrative:
The device was discarded and not available for investigation. Therefore, the exact root cause could not be determined. Balloon rupture is an inherent risk of using this product. As stated in the IFU: avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation. Do not exceed the recommended maximum balloon liquid capacity (see specifications). The lot number of the product was not provided. Therefore, we're unable to perform a lot review.